Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip fell off from the jaw before firing. The clip did not form properly (cross shape) no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). What type of procedure was being performed? Lap cholecystectomy. What type of structure was the device being fired across? - cystic duct and cystic artery. Which firing did the incident occur on? - unknown. It happened for various clips for from the same applicator. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. However, certain clips fell from the jaw prior to firing.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.